Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the "proximal pressure line disconnect" alarm sounded and the flow was low. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 07apr2020. B4: 08apr2020. The customer decline service/support/repair. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.